Event description:
A cartridge change error was reported. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. Technical support instructed the customer to inspect the o-ring on the cartridge, which was found to be in place and undamaged. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.